Manufacturer narrative:
Samples collection and centrifugation data was not supplied. Samples storage including conditions for time frame between initial testing and subsequent hbr blocking analysis was not provided. Calibration curves parameters and qc data was not supplied. Per customer, the assays were performed on a manual elisa assay platform. Specific equipment maintenance records were not supplied. Service was not dispatched. A heterophile interference phenomenon was not confirmed by bci for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report observing higher than expected dsl inhibin a manual elisa methodology results for four samples. Per customer's sop all results which do not fit the clinical picture of a patient is retested. The samples were repeated on (B)(6) 2010 and (B)(6) 2010. Subsequent analysis was performed utilizing hbr blocking tubes which resulted in lower dose recovery. The customer indicated that the lower dose recovery of immeasurable inhibin a obtained post hbr blocking tubes analysis was expected based on the patients' clinical picture. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.